Event description:
(B)(4). Extremely heavy bleeding and clotting, dizziness, headaches, abdominal pain, fuzziness, fatigue, major depression.

Event description:
(B)(4). Diagnosed with chronic fatigue syndrome, fibromyalgia, rheumatologist found cysts in my hands consistent with rheumatoid arthritis. Multiple cysts have developed in my breasts since 2015.

Event description:
(B)(4). This comment adds to previous report comments. Since having essure, I have chronic asthma/copd and require 2 daily inhalers. I had to have major surgery in 2013 to remove essure. Other symptoms I have experienced coinciding with previous reports are extreme sweating, nausea, severe worsening of vision/blurry vision, chronic bronchitis. These symptoms began soon after essure was implanted.

Event description:
(B)(4). Since having essure removed in 2013, I still have severe bloating and pain from the bloating, my immune system has continued to decline and I have diminished lung function (had a lung function test) and now have 2 inhalers that I have to use, one of them daily. The fatigue has continued also.

Event description:
#Medwatcher #followup2 #fdamw5039904 #(B)(4). Submission of further complications from essure I experienced. Onset 2008. Severe depression, ptsd, suicidal issues, confusion, brain fog, brain 'zaps', twitching, severe headaches, cysts on buttocks and upper thigh. Tooth loss and severe decay, weight gain, blood thickening, dizziness.

Event description:
(B)(4). This comment adds to previous report comments: I had a mammogram in (B)(6) 2015 which revealed I have swollen lymph nodes in my chest. I have no family history of breast cancer. I now have to be monitored every 6 months. I also still experience chest tightness and palpitations. During a recent doctor visit, the assistant was very concerned about my heart rate and sought assistance from the nurse practitioner. My heart rate skips and is extremely slow. Also, for the first time in my life, my blood pressure is up. My daily fatigue has worsened. This statement is not all inclusive.

Event description:
#Medwatcher #followup5 #FDA mw5039904 #(B)(4). Further complications: severe vertigo, numbness and tingling in hands, severe joint pain since coils removed.